Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in a 28-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included depression, bipolar disorder, cesarean delivery, without mention of indication, tendency to bruise easily, appendectomy, cesarean section, tobacco use disorder, post-traumatic stress disorder, preterm labor and cocaine abuse. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lower abdominal pain, uterine bleeding, sneezing, vaginitis, gardnerella test positive, polyp and uterine bleeding. Concomitant products included cetirizine and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia/abnormal bleeding(") and vaginal haemorrhage ("abnormal bleeding(vaginal). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures,"), visual impairment ("vision problems"), dyspareunia ("dyspareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity."), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("nuerocondition/problem"), abdominal pain ("abdominal pain"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition: anguish") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, seizure, pelvic pain, visual impairment, dyspareunia, back pain, menorrhagia, allergy to metals, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nervous system disorder, abdominal pain, vaginal haemorrhage, bipolar disorder, post-traumatic stress disorder and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: received treatment for pain, bleeding, : yes. Received treatment for psych injury : no. Discrepancy noted in date(s) of insertion: (B)(6) 2014. The essure device was inserted through the operative channel and inserted in the left tubal os. 2-3 coils were seen after deployment. The same was done in the right tubal os and 1-2 coils were seen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the bilateral cornu and proximal tube segments have tightly embedded with essure coils.') In a 28-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's medical history included depression, bipolar disorder, cesarean delivery, without mention of indication, tendency to bruise easily, appendectomy, cesarean section, tobacco use disorder, post-traumatic stress disorder, preterm labor, cocaine abuse, yeast infection, pregnant, vaginal itching, dysuria, left lower quadrant pain, multigravida, parity 3, pregnancy and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: flexeril, depo provera, naproxen and vicodin. Concurrent conditions included lower abdominal pain, uterine bleeding, sneezing, vaginitis, gardnerella test positive, polyp and uterine bleeding. Concomitant products included cetirizine since 2001 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures,"), pelvic pain ("pelvic pain"), visual impairment ("vision problems"), dyspareunia ("dyspareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity."), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("nuerocondition/problem,"), abdominal pain ("abdominal pain"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition: anguish") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, ibuprofen and surgery (da vinci-assisted hysterectomy, bilateral salpingectomy, possible bilateral oophorectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, genital haemorrhage, seizure, pelvic pain, visual impairment, dyspareunia, back pain, menorrhagia, allergy to metals, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nervous system disorder, abdominal pain, vaginal haemorrhage, bipolar disorder, post-traumatic stress disorder, anxiety, bacterial vaginosis, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bipolar disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: received treatment for pain, bleeding, : yes. Received treatment for psych injury : no discrepancy noted in date(s) of insertion: (B)(6) 2014, (B)(6) 2014 the essure device was inserted through the operative channel and inserted in the left tubal os. 2-3 coils were seen after deployment. The same was done in the right tubal os and 1-2 coils were seen. Discrepancy noted: previous date of insertion: (B)(6) 2014. In current pfs date of insertion:(B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, patient medical history, product removal details added. Event migration updated to the bilateral cornu and proximal tube segments have tightly embedded essure coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in a 28-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's medical history included depression, bipolar disorder, cesarean delivery, without mention of indication, tendency to bruise easily, appendectomy, cesarean section, tobacco use disorder, post-traumatic stress disorder, preterm labor, cocaine abuse, yeast infection, pregnant, vaginal itching, dysuria, left lower quadrant pain, gravida ii, parity 3 and pregnancy. Previously administered products included for an unreported indication: flexeril, depo provera, naproxen and vicodin. Concurrent conditions included lower abdominal pain, uterine bleeding, sneezing, vaginitis, gardnerella test positive, polyp and uterine bleeding. Concomitant products included cetirizine since 2001 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures,"), pelvic pain ("pelvic pain"), visual impairment ("vision problems"), dyspareunia ("dyspareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity."), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("nuerocondition/problem,"), abdominal pain ("abdominal pain"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition: anguish") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics and ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, seizure, pelvic pain, visual impairment, dyspareunia, back pain, menorrhagia, allergy to metals, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nervous system disorder, abdominal pain, vaginal haemorrhage, bipolar disorder, post-traumatic stress disorder, anxiety, bacterial vaginosis, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: received treatment for pain, bleeding, : yes. Received treatment for psych injury : no discrepancy noted in date(s) of insertion: (B)(6) 2014 the essure device was inserted through the operative channel and inserted in the left tubal os. 2-3 coils were seen after deployment. The same was done in the right tubal os and 1-2 coils were seen. Discrepancy noted: previous date of insertion: (B)(6) 2014. In current pfs date of insertion:(B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and mr was received. New events bacterial vaginosis, dysmenorrhea, lower abdomen pain were added. Date of insertion updated. Treatment drugs were added. Medical history was added. Event onset dates were updated. New reporters were added. Aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in a 28-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's medical history included depression, bipolar disorder, cesarean delivery, without mention of indication, tendency to bruise easily and appendectomy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lower abdominal pain, uterine bleeding, sneezing, vaginitis, gardnerella test positive and polyp. Concomitant products included cetirizine and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia/abnormal bleeding(") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures,"), visual impairment ("vision problems"), dyspareunia ("dyspareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity."), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("nuerocondition/problem,"), abdominal pain ("abdominal pain"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition: anguish") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, seizure, pelvic pain, visual impairment, dyspareunia, back pain, menorrhagia, allergy to metals, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nervous system disorder, abdominal pain, vaginal haemorrhage, bipolar disorder, post-traumatic stress disorder and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: received treatment for pain, bleeding, : yes. Received treatment for psych injury : no. Discrepancy noted in date(s) of insertion: (B)(6) 2014. The essure device was inserted through the operative. Channel and inserted in the left tubal os. 2-3 coils were seen after deployment. The same was done in the right tubal os and 1-2 coils were seen. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: bipolar disorder, ptsd and mental anguish were added. Psych injury updated to depression. New reporters, plaintiffs information added. Concomitant conditions, drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:'), genital haemorrhage ('gen. Abnorm. Bleed') and seizure ('seizures,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". On (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pelvic pain"), visual impairment ("vision problems"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity."), psychological trauma ("psych injury"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("nuerocondition/problem,") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, seizure, pelvic pain, visual impairment, dyspareunia, back pain, menorrhagia, allergy to metals, hypersensitivity, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nervous system disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, seizure, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: received treatment for pain, bleeding, : yes. Received treatment for psych injury: no. Discrepancy noted in date(s) of insertion: (B)(6) 2014. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Events added- dyspareunia, back. Pain, menorrhagia, nickel allergy, hypersensitivity, migration, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, seizures, vision problems, neurological disorder, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.